Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The physician felt that the device did not last long enough. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - additional analysis was done and it was found that the device had not yet triggered recommended replacement time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.